Event description:
The caller reported an 8dct tracheostomy tubes deflated due to cuff leaks. The ventilator was (B)(4), but the caller was not certain of the settings. She thought the tracheostomy tube was pretested. She is not aware of how the tube was in before failure, the patient has no known anatomy anomalies that would cause the problem with the cuffs. She was not certain of the cuff pressure being used nor of any lubricant being used. The patient was re-intubated.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.